Event description:
The customer reported there was a green line on the displayed image. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the color tone of the displayed image was abnormal. This report is being submitted for the malfunction found during evaluation (abnormal color tone of image). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
During inspection and testing, it was observed the color tone of the image was abnormal due to failure of the imaging unit. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the grip was discolored, there was a leakage due to holes in the universal cord, the video connector was cracked, the light guide connector marking was peeled, and the video connector case was cracked. Scratches were observed on the bending section cover, the control section, the angle lever, the up down plate, the right left plate, the video connector, the light guide connector, the light guide cover glass, and the video connector case due to externa factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the failure of the image sensor unit. Olympus will continue to monitor field performance for this device.